Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and confirmed that the unit had a recent electrical test failure #42. The fse replaced the defective main board and performed functional tests. The fse verified that the unit calibrated to factory specifications and was safety inspected. The iabp unit passed all functional and safety checks and is ready for patient use.

Event description:
The customer stated the intra-aortic balloon pump (iabp) device made a loud noise and alarmed with electrical test fails (etf) #7 and etf #45. It is unknown under which circumstances this event occurred and whether there was patient involvement. However, no death or injury was reported.